Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and then spoke with the pt/layperson on 7/31/09. The pt called customer service in '09 when her onetouch ultra meter would not turn on despite having replaced the battery. As the cca was completing the conversation, the pt became shaky, dizzy and sweaty. The pt informed the cca that she had to end the call. The pt informed this specialist that she eats lunch around 11 or 11:30 a.m CT and then dinner between 5 and 5:15 pm. When the meter would not turn on before dinner after returning home from working, the pt called customer service. During the call, the pt concurred that she became symptomatic and had to end the call. The pt ate dinner, alleviating the symptoms. Because the pt reported symptoms that can be associated with hypoglycemia after experiencing a power issue on the meter, this complaint is reported. The cca replaced the products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.